Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a percutaneous transluminal coronary angioplasty to the proximal left anterior descending artery, the patient had moderate calcification. While attempting to cross the lesion, the stent became dislodged from the delivery system and hung on the wire. After reaching the aorta, the stent delivery system flipped and the stent was lost in patient. A 3.0 x 23mm cypher select plus stent was used to complete the procedure. The patient was in stable condition. No additional information is available at this time.